Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was unable to be flushed due to adhesive occluding the proximal end of the fluid lumen within the handle. A CAPA exists related to this complaint investigation and will continue to be monitored. The reported event was for an irrigation issue and a st elevation. The reported st elevation could not be attributed to the occlusion. The event states that it is unknown if the catheter was flushed prior to insertion. The advisor hd grid instructions for use states "connect a sterile luer lock syringe filled with saline mix to the luer connection of the catheter. Push the contents of the syringe into the catheter to confirm the irrigation port is open¿ and ¿flush the catheter with heparinized saline and purge the tubing and catheter of air bubbles before insertion.¿ the reported occlusion would not result in st elevation, the cause of the st elevation remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h6, h11 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was unable to be flushed due to adhesive occluding the proximal end of the fluid lumen within the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation and will continue to be monitored. The reported event was for an irrigation issue and a st elevation. The reported st elevation could not be attributed to the occlusion. The event states that it is unknown if the catheter was flushed prior to insertion. The advisor hd grid instructions for use states "connect a sterile luer lock syringe filled with saline mix to the luer connection of the catheter. Push the contents of the syringe into the catheter to confirm the irrigation port is open¿ and ¿flush the catheter with heparinized saline and purge the tubing and catheter of air bubbles before insertion.¿ the reported occlusion would not result in st elevation, the cause of the st elevation remains unknown.

Manufacturer narrative:
Additional information: d4, d9, g1, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was unable to be flushed due to adhesive occluding the proximal end of the fluid lumen within the handle, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation and will continue to be monitored.

Event description:
During an atrial fibrillation procedure, when moving the mapping catheter through the sheath into the left atrium, the patient had st elevations for a short amount of time. (Ca 1 min) the st elevation resolved on its own with no intervention necessary. Afterwards, it was noted that the mapping catheter flushing bag did not drip. It was found that no liquid could be pushed through the lumen. The mapping catheter was exchanged, and the procedure was finished successfully. The physician does not believe the catheter caused the st elevation, however, the cause has not been confirmed.